Manufacturer narrative:
Concomitant medical devices: product ID: 3889-33, lot# va0rrac, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient doesn't feel stimulation and the therapy was on. The situation was not resolved. There was no medical procedures/emi that could be related to this issue and no trauma/falls reported that could be related to this issue. The patient does feel stimulation in the correct area. Symptoms reported was wetting a lot. The was a sudden change in therapy/symptoms on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.